Event description:
It was reported that the patient is complaining about a hip dislocation. No additional medical intervention has been performed in order to correct this problem yet.

Manufacturer narrative:
Results of investigation: the devices, intended for use in treatment, were not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical/medical team noted: with the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A device history review, complaint history, instructions for use and risk management could not be performed due to no product and no product information was provided. At this time a root cause could not be determined with the information provided.